Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump spi bus took too long to respond. Customer was advised to return the insulin pump on the second occurrence. Troubleshoot was performed. Alarm was not resolved. Insulin pump will not be returning for analysis.